Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor, sales representative. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following the pci via femoral wound using an 8 french sheath. The 8 french angio-seal was intended for use. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. When the doctor attempted to insert the bypass tube into the insertion sheath, he felt resistance; therefore, he pulled out the angio-seal. The bypass tube was trapped while the tamper/compassion tube was getting out. The doctor applied direct manual pressure to stop the bleeding and the patient was stable. There was no blood loss. No equipment or other devices were used with the angio-seal.